Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for multiple back operations and radicular pain syndrome. It was reported that during a replacement for eos they were unable to disconnect the bottom electrodes from the ins. The caller stated that the electrodes in the top port came out but they were unable to get the bottom ones to move as though they were completely stuck in there. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s healthcare provider (hcp) was eventually able to disconnect the lead from the battery. The manufacturer representative stated that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the doctor told the patient that the leads had "melted". The patient stated this way the doctor described it to her. No further information was reported